Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient usually charges the ins every 12 hours, however for the past three days it was not lasting that long and it kept going dead. They reported that they charged to 80 percent at 7am this morning and by 3pm the ins it went dead. The patient reported having no falls, traumas or medical procedures and no recent change in programming, stating that they only had group a. Patient services reviewed general information regarding high frequency (hf) programming and the patient responded indicating that they didn¿t have hf programming and that their doctor removed it. It was recommended that the patient charge their ins to 100 percent between charge sessions to make the battery last longer. Patient services redirected the patient to their healthcare provider (hcp) to discuss their charge frequency. The event began in (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.